Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
It was reported that the device switches off by itself. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on; however, the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a minute. The 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. This failure is caused by a defective u21 component on the instrument board. The instrument board u21 was replaced and the unit functioned as designed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: 0049-681-963-1660, corrected data: